Event description:
Add'l info rec'd from rptr 6/27/00: this is an amended report. The previous report stated that the valve was removed due to an infection. This was in error. Review of the pt's record shows that the valve was removed due to a perivalvular leak.

Event description:
Removed recalled valve due to infection - replaced valve.